Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Upon removal the tampon unraveled and broke into pieces inside her. She is unsure if she removed all remaining pieces.